Event description:
It was reported by an aci sales professional that an obese, male patient underwent a diagnostic right and left heart catheterization in 2009. The patient has a history of heart failure and chronic left leg weakness. The patient was on coumadin for stroke prophylaxis. The patient was given a lovenox injection 12 hours prior to the procedure, and his inr was 1.19 pre-procedure. An angiogram showed the arterial stick was low and right at the bifurcation near the profunda. The aci sales professional reported that the angiogram showed the stick off to a side branch. The physician, a trained user to the mynx, prepped and deployed the mynx per IFU. During the procedure, the physician used a 3 min swell and a 3 min hold time. Arterial hemostasis was successfully achieved. No information was provided regarding the venous access and/or closure. The patient stayed in recovery for 1 hour before being transferred to his hospital room where he was admitted for the night. The patient was put back on lovenox and coumadin that night. During the night, the patient complained of pain in his right leg. An ultrasound confirmed a small pseudoaneurysm (psa) and manual compression was applied. The next morning, the patient complained of right lower extremity pain and weakness and was unable to move his right leg. A vascular surgeon was contacted and an ultrasound revealed a thrombosed psa in the right groin. Under ultrasound, the vascular surgeon compressed the psa and clotted it off. The psa reportedly remained stable throughout the patient's hospital stay. The patient's anti-coagulation therapy was put on hold for two weeks and scheduled to begin the following month(coumadin 2.5 mg). For the next few days, the patient still could not move his leg. The sealant may have embolized; ordered an ultrasound which was negative. The physician and vascular surgeon believe that a possibility of the cause of the leg immobility could be that the psa pinned a nerve and caused the immobility of the leg. The patient was discharged from the hospital five days later to warm springs rehab center to treat the leg weakness, and is scheduled for a follow up appointment the following month.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the root cause of the reported pseudoaneurysm and leg weakness could not be determined. Pseudoaneurysms are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. In addition, it was reported that per the angiogram, the arterial stick was low and at the bifurcation near the profunda. The mynx is indicated for use to seal femoral arterial access sites. The safety and effectiveness of mynx have not been established in arterial access outside of the common femoral artery (cfa). In addition, per the mynx instructions for use, if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.